Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: (B)(4). It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken on 10apr2023 wherein the existing leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.